Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they were having an issue with their patient programmer not connecting to their implant. Patient said they had changed the batteries in the patient programmer but that didn't resolve the issue. Patient confirmed they had patient programmer antenna. During the call patient was getting poor communication with and without the antenna attached. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue, patient service reviewed age of implant and redirected patient to healthcare plan. Patient mentioned that they had gallbladder surgery last year and things got a little crazy with their bowels but they had been fine but lately they felt more constipated but sometimes it was just them. Patient said that since they had been constipated lately they had wanted to go into their therapy app to turn stimulation down but they weren't able to because of the poor communication. The patient said that they noticed poor communication on the patient programmer today.